Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract extraction with intraocular lens (iol) implant procedure, the scratch was noted on the lens by physician after the lens was inserted. The iol was removed, and the procedure was completed with the new lens. Additional information was received that, there was patient contact. The patient tolerated the procedure well with no complications.

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. Only half of the lens was returned. It appeared to have been cut in half, which is typical of insertion and removal from the eye. The haptic is broken in the gusset area with the haptic barely attached. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A qualified cartridge and handpiece were indicated with a non-company viscoelastic. The root cause for the reported lens damage may be related to a failure to follow the IFU. A non-company viscoelastic was indicated. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The manufacturer internal reference number is: (B)(4).